Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, endometrial disorder, latex allergy, dysmenorrhea, menorrhagia and premenstrual syndrome on (B)(6) 2022, menstrual clots on (B)(6) 2022 and menses irregular with excessive bleeding and left lower quadrant pain on (B)(6) 2021. Previously administered products included: hydromorphone for reaction. Past adverse reactions to the above products included: pruritis with hydromorphone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2809 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: clinical concern: tubal occlusion technique: the cervix was visualized with a vaginal speculum. The external cervical os was cleansed with the hysterosalpingogram catheter was advanced into the cervical canal and the balloon was inflated with 1.5 cc of air. Approximately 4 ml omnipaque 300 was injected into the endometrial cavity. Fluoroscopic views and spot radiographs were obtained. The patient tolerated the procedure well with no immediate complication, finding: initial scout film shows bilateral micro inserts in acceptable position. The morphology of the endometrial canal is normal. There was no contrast seen beyond the level of inner coil. Impression: status post satisfactory essure micro insert placement. No contrast is seen beyond the micro insert, compatible with tubal occlusion. [Pathology test] on (B)(6) 2022: clinical information: dysmenorrhea diagnosis: uterus with bilateral tubes, hysterectomy with bilateral salpingectomy. Cervix, no dysplasia or malignancy proliferative endometrium, no hyperplasia or malignancy fallopian tubes with para tubal cysts, benign gross description: uterus with bilateral tubes: right fallopian tube: 6.8 x 0.6 cm. Left fallopian tube: 7.4 x 0.6 cm. [Ultrasound pelvis] on (B)(6) 2021: clinical information: irregular, heavy periods technique: transabdominal. Endovaginally scan added to assess endometrium and adnexa. Uterus : multiple echogenic foci visualized in the lus. Impression: echogenic foci in the lower uterine segment may be secondary to prior instrumentation or infection. Essure devices seen on the cine images of the uterus. Ovaries within normal limits. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, endometrial disorder, latex allergy, dysmenorrhea, menorrhagia and premenstrual syndrome on (B)(6) 2022, menstrual clots on (B)(6) 2022 and menses irregular with excessive bleeding and left lower quadrant pain on (B)(6) 2021. Previously administered products included: hydromorphone for reaction. Past adverse reactions to the above products included: pruritis with hydromorphone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2809 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: clinical concern: tubal occlusion. Technique: the cervix was visualized with a vaginal speculum. The external cervical os was cleansed with the hysterosalpingogram catheter was advanced into the cervical canal and the balloon was inflated with 1.5 cc of air. Approximately 4 ml omnipaque 300 was injected into the endometrial cavity. Fluoroscopic views and spot radiographs were obtained. The patient tolerated the procedure well with no immediate complication, finding: initial scout film shows bilateral micro inserts in acceptable position. The morphology of the endometrial canal is normal. There was no contrast seen beyond the level of inner coil. Impression: status post satisfactory essure micro insert placement. No contrast is seen beyond the micro insert, compatible with tubal occlusion. [Pathology test] on (B)(6) 2022: clinical information: dysmenorrhea diagnosis: uterus with bilateral tubes, hysterectomy with bilateral salpingectomy. Cervix, no dysplasia or malignancy. Proliferative endometrium, no hyperplasia or malignancy. Fallopian tubes with para tubal cysts, benign. Gross description: uterus with bilateral tubes: right fallopian tube: 6.8 x 0.6 cm. Left fallopian tube: 7.4 x 0.6 cm. [Ultrasound pelvis] on (B)(6) 2021: clinical information: irregular, heavy periods technique: transabdominal. Endovaginally scan added to assess endometrium and adnexa. Uterus : multiple echogenic foci visualized in the lus. Impression: echogenic foci in the lower uterine segment may be secondary to prior instrumentation or infection. Essure devices seen on the cine images of the uterus. Ovaries within normal limits. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.